Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient revised for loose cup. Litigation papers received that allege the patient suffered from extreme pain, loosening of the implant device and other related hip complications.